Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 5/jan/2023 fresenius became aware of a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022 due to an unspecified infection. No additional information was provided during intake. During follow-up the patient¿s spouse, and pd registered nurse (pdrn) confirmed the patient was hospitalized due to peritonitis and deconditioning. The pdrn reported the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drug, dose, frequency, duration unavailable). The patient¿s peritoneal effluent culture result returned positive (results unavailable), and the patient¿s antibiotics were continued. The patient was discharged to a rehabilitation facility on (B)(6) 2023 in stable condition and is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s); however, the exact etiology of the peritonitis is currently unknown. The patient continues to undergo ccpd therapy and remains at the rehabilitation facility for strength training. The patient is recovering from the events and following discharge the patient will resume utilizing the same liberty select cycler as before the serious adverse events occurred.

Event description:
On (B)(6) 2023 fresenius became aware of a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022 due to an unspecified infection. No additional information was provided during intake. During follow-up the patient¿s spouse, and pd registered nurse (pdrn) confirmed the patient was hospitalized due to peritonitis and deconditioning. The pdrn reported the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drug, dose, frequency, duration unavailable). The patient¿s peritoneal effluent culture result returned positive (results unavailable), and the patient¿s antibiotics were continued. The patient was discharged to a rehabilitation facility on (B)(6) 2023 in stable condition and is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s); however, the exact etiology of the peritonitis is currently unknown. The patient continues to undergo ccpd therapy and remains at the rehabilitation facility for strength training. The patient is recovering from the events and following discharge the patient will resume utilizing the same liberty select cycler as before the serious adverse events occurred.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of deconditioning and peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. However, the patient¿s primary peritoneal dialysis registered nurse (pdrn) reported the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). End stage renal dialysis (esrd) patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the patient¿s serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.